Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) recommended further review and in person lv threshold evaluation. This lv lead remains in service. No adverse patient effects were reported.